Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's external iliac artery. Upon the initial attempt to inflate the balloon catheter, the balloon ruptured at 3 atmospheres of pressure leaving the stent partially deployed and exhibiting an "hour glass" shape. In response, another balloon was used to reposition and further expand the stent at the target lesion site. Subsequently, another balloon was utilized to fully expand and successfully deploy the stent. There were no add'l complications reported relative to this event.